Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error, red x on top and pointing to a book. Customer also reported that they received the open book image on the insulin pump screen. Customer received a calibration now alert, she had tested blood glucose, and the blood glucose was sent to the insulin pump and the keypad had locked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and self tests. No critical pump error alarms were noted. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly and no unlocked keypad connector noted. No stuck button alarms or keypad anomalies were noted. The pump was received with a cracked keypad overlay at the select button and minor scratches on the display window, case and keypad overlay.